Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the dexcom app kept beeping and showing urgent low. The patient stated the readings that were showing was 55 mg/dl. She did not check any finger sticks to compare the bg values. Instead, the patient drank a cola to increase the blood glucose level based on the cgm value. Afterwards, the patient felt tired and sleepy. The patient eventually lost consciousness and had convulsions while she was asleep. She was unable to check her cgm during this time or recall if there were any alarms or alerts. The patient was found by her son and daughter-in-law while she was convulsing. They called 911 and was transported to the hospital via ambulance. Emergency medical technician's treated the patient with glucagon followed by IV therapy and d30 en route to the hospital. In the hospital, the patient stated that the doctor checked the dexcom app and took a finger stick reading. It was reported that the cgm and the bg meter was a variation of 30 points or more. The patient was then treated with d50 and was discharged from the hospital after 5 hours. After being discharged, the patient reported that they still felt high and took 2-3 units of insulin (it was unknown what the dexcom was reading during this time). After takin insulin, the patient felt normal. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.